Event description:
The customer reported through the sales rep, (B)(6), an event of breakage of the product involved. The customer contacted the sales rep only to receive a substitution in the on long consignment kit. No adverse consequences reported. The surgeon completed successfully the surgical procedure.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering evaluation.